Manufacturer narrative:
Updated sections: g6, h2, h3, h6, and h11. The customer was provided a replacement ssd card to resolve the issue. The customer did not return the defective ssd card for evaluation. Without the part the exact root cause could not be determined. The claim will be closed as a defective ssd card.

Event description:
Complainant alleged that the ventilator screen froze at 90 % prior to use on patient. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.